Event description:
It was reported that the symptomatic patient presented in-clinic for routine follow-up. It was noted that the patient developed pocket infection. The entire system was removed. The patient was stable post-procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2017-35203. Upon review, the right ventricular lead was erroneously submitted with the incorrect report type.